Event description:
During routine testing of the device at the service center, the user reported the monitor failed to power on. The user reported the led power indicator would not illuminate. Since the event occurred at the service center, there was no patient involvement during this event.